Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was missing from the header. No analysis could be performed on the atrial set screw, because it was not returned. A laboratory set screw was used for testing, and it was able to secure leads normally. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that device header's set screw was stripped. The device was ultimately not used and replaced. Patient was recovering.